Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical issues were reported relative to the subject pacemaker. The device was implanted on (B)(6) 2012 and normal lead measurements were obtained. Reportedly one day after the device implantation, pacing failure was confirmed on the ECG monitor with a spontaneous rhythm at 30 bpm; since the patient was sleeping no symptoms were noted. A temporary pacemaker was inserted. Subsequently ventricular lead impedances above 3 kohms and an intermittent sensing were noted relative to the subject device. Full insertion of the lead into the connector port was confirmed by x-ray. The pacemaker rate was re-programmed from ddd 50/130 ppm to vvi 30 ppm. On (B)(6), a re-intervention was performed. Reportedly the ventricular lead could be pulled out from the port without unscrewing. The ventricular lead was measured by an analyzer and normal measurements were noted. The physician decided to implant a new device and to keep the existing leads implanted.